Event description:
It was reported that the patient was presented to the ER after receiving multiple inappropriate shocks for atrial fibrillation with rvr. The rhythm was redetected due to intermittent atrial undersensing and scored as ventricular tachycardia. Programming changes were made. The patient will be monitored.